Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that as far as they knew, their previous system was removed because it had quit working "or something" so they took it out from the right side and put another one in on the left side on (B)(6) 2022. Patient could not remember the exact details, only that they recalled they had still been getting uts and even though they'd put it up to the highest level where it was still comfortable for them to deal with, it wasn't working so their healthcare provider (hcp) told them they didn't feel the implanted system was working properly so the patient's system was replaced with their current system. Patient services consulted with patient registration and patient registration confirmed they only saw that the patient had one implanted system and all previous implanted systems had been explanted. Documented reported event. No further action was taken by patient services.